Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic, nerve and pocket stimulation. The lead was capped and bi-ventricular pacing was abandoned due to non-venous access. It was further reported that the right atrial (ra) lead had completely fractured with insulation damage. The lead has high threshold and is unable to capture with high impedance. The lead has sensing issues with noise oversensing and undersensing. The lead is partially extracted with the distal portion of the lead left in the patient. A new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk ICD implanted: (B)(6) 2009; 4194-78 lead implanted: (B)(6) 2005. (B)(4).